Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2025. According to the patient, on (B)(6) 2025, they experienced hyperglycemia with rapid breathing and fatigue. The cgm was reading low (less than 40 mg/dl), so she took some sweet food. The patient checked their bg and the reading was above 600 mg/dl and self-treated with insulin. When the patient did not see any improvement, they called for an ambulance and was transported to the hospital. At the hospital the patient was with infusion (IV) and insulin and was discharged later that day. At the time of the report the patient was feeling good. No other details were documented. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.